Event description:
During routine maintenance of a ventilator, the unit displayed "ventilator service required" alarm. There was no patient involvement or harm reported. The alarm was duplicated during an operational check, and service personnel confirmed the presence of an error code relating to a failure of the battery charging. The battery was replaced, and periodic maintenance was performed.